Event description:
Additional information was received from the manufacturer representative (rep). It was reported that tss sent email to caller about request for fresh recharge data for this pt since past data reflected incorrect dates due to controller date being incorrect. Tss sent email to rep to gather mdt and session files when they meet with the pt during the week of jan 26, 2026. Rep confirmed they would try to send in files/reports next week after they meet with the pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating the replacements didn't resolve the issue. Pt mentioned it took about 4 and a half hours to fully charge the ins because it will keep on shutting off and they had to start the charging process again. Pt also mentioned they spoke with their rep and their doctor about 2 weeks ago and discussed if the internal battery needs to be replaced. Agent reviewed contacting the field for visibility and advised pt to reach out to their hcp if they still didn't get any response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Patient has had persistent ins recharging issues since (B)(6) 2024. Specifically, pt complains of spending most of their ins recharging time in passive charging, occasionally getting normal recharge screen. Pt can connect to the ins fine with controller alone and can hold at arms length and have successful communication. Today in clinic, tablet communications fine and caller can hold communicator away from pt without any break in telemetry. This was a sudden onset in ins recharging problems for pt. There weren't any falls, traumas or procedures that precipitated the change in charging. The pt has had following replacements since 2024: 2 new rtm's, 1 controller and a new battery pack but none of them have resolved the issue. Today in clinic, the ins is at 30% and pt getting good or excellent coupling. It will vary between that for a 1 minute or two, then go to poor recharge quality or charging needs attention and then go back to toggling between good and excellent. Ins is tight in the pocket and not tilted. Pt has not had any weight changes. Recharge data shows an average of 42 minutes duration, excellent coupling and 4 day intervals between sessions. Recharge dates are: (B)(6). Caller reports it took pt one hour to charge up 10%. Recharge duration and progress not clearly communicated in recharge data due to time spent in passive charging but most sessions showing excellent coupling. Technical services (tss) had caller create session file to look at patient's system function more clearly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause was not determined. It is unknown what actions/interventions will occur next as they are waiting for engineers to let them know what to do next. Logs were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep provided the session and data reports from their previous meeting and requested feedback so they can inform the patient on next steps.